Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. However, a root cause could not be identified. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-190 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited camera cover burn. There was no patient involvement.